Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue and declined follow-up from tandem technical support. Customer¿s blood glucose level was approximately 245 mg/dl.